Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4)with malfunction code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined idd cannot be determined. No escalation required. The batch 5402153 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 5402153 was packaged according to the wi version 11, packaged in the machine multivac 14, on 17/sep/2022 with a total of (B)(4) units. Cannula DHR review: the lot 5402251 was manufactured according to the wi version 8, manufactured in the machine lc03, on 15/sep/2022 with a total of (B)(4) units. The lot 5402252 was manufactured according to the wi version 8, manufactured in the machine lc04, on 15/sep/2022 with a total of (B)(4) units. The lot 5402253 was manufactured according to the wi version 8, manufactured in the machine lc03, on 12/sep/2022 with a total of (B)(4) units. Glue tubing DHR review: the lot 5402241 was manufactured according to the wi version 8, manufactured in the machine lc02, on 11/sep/2022 with a total of (B)(4) units. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required and lot 5402153 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 which led patient hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The patient got unconscious and woke up in the hospital. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.